Event description:
It was reported that during a da vinci-assisted surgical procedure, an error 307 occurred. After performing two hard power cycles, error 319 occurred on the universal surgical manipulator (usm) 3. The customer decided to proceed the procedure without usm 3. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was probably checked upon powering on the system and the system probably initially power on without errors. The universal surgical manipulator (usm) 3 was disabled in order to continue the procedure. The procedure was completed with the three remaining usms on the same system.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to reproduce the faults. Fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The universal surgical manipulator (usm) was analyzed and the reported failure (error 319) was confirmed via the error logs and replicated in-house. The site's logs showed errors 319 and 1126 pointing to node ac_3. The unit was tested on an in-house system in normal mode where it triggered a 319. The unit was also tested on a patient side cart fixture test platform (pftp) where it failed the fiber test logging error 1126.

Event description:
Refer to h10/h11 for follow-up information.